Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements. The issue could not be resolved and the procedure was aborted/abandoned. No adverse patient effects were reported. The lead was expected to be returned for analysis.

Manufacturer narrative:
No further information was provided regarding a new implant procedure for this patient. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the serial number and lot number in field d4. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high pacing thresholds that were observed clinically and resulted in the procedure being aborted.

Manufacturer narrative:
No further information was provided regarding a new implant procedure for this patient. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements. The issue could not be resolved and the procedure was aborted/abandoned. No adverse patient effects were reported. The lead was expected to be returned for analysis.